Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that the felt piece on the back of two opt316 optiflow junior nasal cannulae detached while a staff member was trying to reposition the cannula. No patient consequence was reported.

Manufacturer narrative:
The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the two complaint opt316 optiflow junior nasal cannulae were not returned to fisher & paykel healthcare in (B)(4) for evaluation. Our investigation is based on previous investigations of similar complaints, the information and the photograph of one of the cannulae provided by the hospital, and our knowledge of the product. Results: the photograph revealed that the loop pad (wigglepad padding) had become detached from the right side of the cannula. Glue residue could be seen on the right side of the cannula. A lot check was not performed as lot information was not provided. Conclusion: we are unable to determine what caused the loop pad to become detached from the cannula. The optiflow junior cannula maintains good retention on the infant's face during use. It would only be possible for the loop pad to become detached while the cannula is being removed by the caregiver. The customer has confirmed that the subject cannulae were in use for two days and the loop pad detached while the cannulae were being repositioned. The user instructions that accompany the optiflow junior cannula show in pictorial format how to correctly remove the cannula and also contains the following: - "check cannula remains secure on the face. Replace wigglepads if required." - "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." - "appropriate monitoring must be used at all times."